Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system didn't start up. Review of the system log file didn't show any error. Upon troubleshooting fse found that r-cabinet exchange was defective. To resolve the issue, fse replaced ethernet switch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.